Manufacturer narrative:
(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implantation surgery of the s-rom oblong cup (p/n and lot number were unknown) to the patient¿s left hip joint on (B)(6) 2001. The revision surgery was performed to srom-liners on (B)(6) 2001 due to the dislocation.